Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) found the peek tubing from the injection valve to the filter line obstructed. The fse replaced the peek tubing. The pressure dropped from over 14 mpa to 8 mpa. The customer ran quality controls, which were within range. The g8 instrument was working as designed. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 14-jan-2018 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. A 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to an obstructed peek tubing from the injection valve to the filter line.

Event description:
On (B)(6) 2018, a customer reported getting 100 pressure high error messages with the g8 instrument. The technical support specialist instructed the customer to turn the pressure pump on and it read 13.8 mpa. The customer removed the filter and filter cap assembly and the pressure was at 6.35 mpa, when it should have been at zero (0). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.